Event description:
On 07/08/2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter alleged that there was moisture/corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/08/2015: device evaluation: the pump has been returned and evaluated by product analysis on 08/18/2015 with the following findings: a visual inspection of the pump showed that there was moisture present in the battery compartment. A battery compartment crack was observed. The pump failed a leak test due to the cracked battery compartment and also between the display lens and pump seal. The pump cover was opened and additional moisture was found on the display lens, force sensor, and printed circuit board.